Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.5 x 18 mm vision stent delivery system (sds) was advanced. Some resistance was noted due to the tortuous anatomy, and the stent dislodged from the balloon. The sds did not cross to the lesion. A snare was used to remove the stent. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.